Event description:
Medtronic received info that this valve was abandoned after implant due to regurgitation. Upon inspection of the implanted valve, suture looping around the stent post was noted. The valve was removed and successfully replaced. There were no adverse pt effects.

Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, no suture loop impressions were observed. All leaflets were in the closed position. A coaptation test was performed showing full leaflet closure. All leaflets were flexible and intact. All leaflets are in the closed position. All commissures were intact. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The clinical observation could not be duplicated. During analysis, the device performed according to specification.